Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for dystonia. The rep reported that they were having difficulty programming the patient's replacement ins. The rep reported that the patient had their old primary cell ins replaced with a rechargeable ins. The rep reported that on the patient's old device, they were getting unilateral stim, programmed with interleaved settings of c+1-, 2.1 ma, 300 us, 100 hz and c+2-, 2.2 ma, 300 us. The rep reported that when attempting to program the patient's new ins, they were only able to get up to 1.3 ma. The rep reported that post-op, all pairs with the case are in the 6000 ohms range. The rep reported that the pre-op and intra-op impedance checks also reflected 6000 ohms electrode impedances with case pairs. The rep confirmed that the patient had been getting therapy. The rep reported that the patient's historical impedance measurements were not known. No patient symptoms reported. No further patient complications have been reported as a result of this event. [Refer to manufacturer report #3004209178-2017-14544 for details pertaining to the reportable related event.]

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: neu_adaptor_acc, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that all connections were cleaned while in surgery and the impedance values remained unchanged. The rep reported that the patients last visit to the healthcare provider (hcp) prior to the surgery, the high impedances were not seen. The rep reported that no further troubleshooting was done during the revision surgery to avoid risking more damage to the implants. The rep reported that the patient was referred back to the hcp for surgery to have both extensions and pocket adaptors removed and replaced with new extensions. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v010424, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: extension. Product ID: neu_adaptor_acc, serial# unknown, explanted: (B)(6) 2017, product type: accessory. All coding previously reported now applies to the lead (lot#: v010424) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that the patient went in for surgery on (B)(6) 2017 to have the left extension upgraded and the pocket adaptor removed to try to clear up the impedance issue. The rep reported that the impedances were slightly elevated prior to surgery, which prevented optimal programming using ma, with c/1/2/3 being listed as high, out of range. The rep reported that during surgery, the extension was successfully replaced and the pocket adaptor removed, but the elevated impedance values remained with all electrodes being listed as out of range. The rep reported that another extension was tried, and they tried reconnecting the extension into the battery, but nothing resolved the issue. The rep stated that the healthcare provider (hcp) believed that the issue is due to the lead. The rep reported that the hcp decided to proceed with closing the incisions and they will attempt to program around the high impedances, or else change the programming from constant current to constant voltage. No further patient complications have been reported as a result of this event.